Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system is performing as intended. The issue was not able to be reproduce. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site stated the following: "when they unplugged the imaging system the spark plugs blew ". There was no patient present. Additional information received. It was reported the cause is due to user error. The main plug was pulled out of the wall. No issues found with the machine.